Event description:
According to the reporter, during a procedure, the inflammable liquid on the patient cover burned during coagulation. There was a jet of flame outside the patient during coagulation, because it was to many inflammable liquid on the cover.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.